Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication(s) and subsequent death cannot be determined. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: double fenestrated grasper (part #420189-10; lot #n10180509-494) and site reviews have shown that no complaints were filed against the instrument. As of 19-oct-2020, a review of the site's complaint history reveals that the site¿s biomed department reported an issue during the same procedure where a fenestrated bipolar forceps instrument had non-intuitive motion on arm #2. The site contacted an isi technical support engineer (tse) for assistance. The tse advised the customer to reseat the sterile adapter on arm #2 or install the instrument on another arm to see if the issue would persist. The customer was reportedly going to try the recommended troubleshooting at a later time. A review of the instrument logs reveals that the only fenestrated bipolar forceps instrument (part #420205-15; lot #n10190205-055) used during the case was used in a subsequent surgical procedure and a review of the site¿s complaint history does not show any subsequent complaints associated with the instrument. An internal isi safety medical officer has performed an initial review of the reported event. However, a complete evaluation has not been completed as of the date of this report. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted lar procedure, the robot was undocked from the patient and the incision ports were closed. However, immediately prior to or during extubation, the patient¿s status suddenly changed. The patient left the or after being placed on an auxiliary heart-lung machine. The patient subsequently expired on an unspecified date/time post-operatively. Although the site's gastrointestinal surgery and anesthesiology departments concluded that the da vinci surgical system did not cause or contribute to the patient's demise, the cause of the patient¿s post-operative complication(s) and subsequent death is unknown. Patient date of death is blank because the actual date of death remains unknown. The expiration date for is not applicable. Implant date is blank because the product is not implantable. Device manufacture date is blank because there was insufficient product information available to determine the manufacture date.

Event description:
It was initially reported that after completion of a da vinci-assisted low anterior resection (lar) procedure, the robot was undocked from the patient and the patient was closed up. However, immediately prior to or during extubation, the patient¿s status ¿suddenly changed.¿ the patient left the operating room (or) on an auxiliary heart-lung machine. The patient subsequently expired after leaving the operating room. The surgeon commented that during the procedure, he allegedly ¿had a lot of trouble in an unfamiliar environment such as setting and adjusting the interference of forceps.¿ in relation to the ¿unfamiliar environment,¿ it was explained that it was the first da vinci-assisted surgical procedure performed by the surgeon at the facility after having transferred from another medical facility. Details regarding the ¿interference of forceps¿ were not provided. However, it was noted that no malfunction of the forceps instrument occurred. The surgeon explained that he managed to perform the operation safely. An autopsy was performed but the cause of the sudden change in the patient¿s status was unclear. According to a physician in the site¿s department of ¿gastrointestinal surgery,¿ the following were examined closely: pathological anatomy, ¿medical record check,¿ and a review of the procedure. It was noted that there were no problems found and it was concluded that the patient's cardiac function and physical strength were weak, and he could not tolerate the event. In addition, per the site¿s anesthesiology department, it was noted that there were no problems with the surgery itself. It was further verified that no malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. There were also no intra-operative complications. Both departments determined and concluded that the da vinci surgical system did not cause or contribute to the patient¿s death. On 22-oct-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the indication for the da vinci-assisted lar and hartmann¿s operation was for rectal cancer in the upper rectal region. The patient¿s medical history was requested, but not provided. In regards to the patient as a surgical candidate, the surgeon and anesthesiologist did not recognize any problems or issues with the selection of the patient involved with the reported event. It is unknown if any cardiac studies such as an EKG were performed after the sudden change in the patient¿s condition occurred. The ¿trouble¿ experienced by the surgeon during the case did not extend the duration of the surgical procedure. The date of the patient¿s death is unknown. Furthermore, the cause of death as noted on the autopsy report is unknown.